Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. On the same day of onset, the patient was hospitalized for the event and started antibiotic treatment with an injection of tobramycin (1 gm, once a day, route not reported) and an injection of reflin (1gm, once a day, route not reported) for peritonitis. At the time of this report, antibiotic treatment was ongoing and the outcome of peritonitis was unknown. The action taken with dianeal therapy was not reported. No additional information is available.